Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan (lfs) alleging that her daughter's onetouch ultralink meter was reading inaccurately high compared to her feeling/ normal result(s). The medical surveillance specialist (mss) was unable to reach the patient's mother by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's mother alleged that the issue began on (B)(6) 2012 at 6:30am. According to the csr's documentation, prior to the start of the reported meter issue (time not specified) the patient reportedly was ''unresponsive.'' The patient's testing frequency is not known; however, according to the csr's documentation, the patient manages her diabetes with an insulin pump. The patient's previous blood glucose reading, prior to the onset of her symptom is not known and it is not specified what action the patient took in response to her previous blood glucose reading. It is also not specified if the patient had made any changes to their diabetes management, activity level, or meals before the alleged issue began. At an unclear time, the patient reportedly obtained a blood glucose reading of ''84mg/dl'' with the subject meter. The patient's mother denied testing her daughter with another device after the alleged issue began. According to the csr's documentation, sometime between 6:30am and 8am, the patient's mother reportedly administered a glucagon injection as treatment. After receiving treatment, it is not known when the patient's symptoms improved and it is it is not specified if the patient's blood glucose was retested with the subject meter. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl). The patient's mother did not have control solution available. Replacement products were sent to the patient. Although the patient was treated (by her mother) for severe hypoglycemia, there is no indication that the product caused or contributed to a serious injury. According to the patient's mother, her symptom started before the reported issue first occurred. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k073231.